Event description:
It is reported that the resection wheel has a "black ash" film. This has resulted in surgical personnel having to wash the instrument and change their gloves.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.